Event description:
It was reported that there were three undocumented events of non-delivery of IV fluids due to misloaded tubing into the device. It was reported that the pumps were incrementing as though fluid was infusing, but there was no delivery. There were no pump alarms reported. The pts were all pediatric pts. No details of any of the events could be recalled by the customer contact. The customer contact could not recall what fluids were infusing or how long the fluids did not deliver for. There was no reported adverse event with any of the pts. The pumps were not isolated and no serial numbers were recorded.